Event description:
A nurse was notified by 'remote alarm' while the ventilator was connected to pt. The ventilator was found that output volume was not correct. Pt was disconnected from the ventilator and was manually ventilated by ambu bag. After eval, they did not find any malfunction on the ventilator, thus the pt was put back on the same ventilator again. According to the nurse, strange sound was heard from the ventilator prior to the incident. Since alarm was activated to notify a nurse, no pt injury was involved in the incident. The ventilator was returned to a dealer and was evaluated. Reported problem was never be duplicated. The ventilator is due for overhaul. (It has 10,821hoursof operating hours although overhaul should be done every 10,000 hours.)